Event description:
It was reported the device exhibited a high-pressure error message, which the high-pressure alarm appeared at one bar. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found the device to be in good condition but with a worn downstream occlusion seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.